Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. We have been unable to establish a relationship between the reported event and the device or determine a root cause at this time. Probable causes include, pre-existing or an adverse reaction to the product. The IFU has been reviewed and contains comprehensive instructions for use details suitable warnings and cautions relating to the use of the dressing. A clinical investigation concluded: the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, a thorough medical assessment cannot be rendered at this time. Should any additional relevant clinical information be provided, this complaint will be re-assessed. No batch/lot number has been provided, therefore a review of the device history has not been possible. Complaint history for the reported event has been reviewed, revealing one further instance. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that so far (this year until the end of october) the customer has had good experience with iodosorb and has also included the product in their own range, but now there have been a patient that the wound has deteriorated. Unfortunately, it is not possible to give a lot number because it is not available. The patient developed necrosis after application, which had to be surgically removed.